Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the device, model # 97755-s intellis recharger (rtm), s/n (B)(6) revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient (pt) stated they are still having trouble charging ins. They said "I am so aggravated with this". They said  recharger (rtm) is heating up. They said resetting controller doesn't fix issue. Pt inspected controller port and they said they aren't gold, they are "silvery". They don't hear any rattling inside controller. They said the end of rtm cord looks intact. They said they have already gotten a replacement rtm. No symptoms were reported. Patient reported that the wand does not find the battery so pt can charge it. Patient has had problems ever since they got this device on (B)(6) 2021. Pt was still having trouble charging ins. They said "I am so aggravated with this". They said rtm is heating up. They said resetting controller doesn't fix issue. I had them inspect controller port and they said they aren't gold, they are "silvery". They don't hear any rattling inside controller. They said the end of rtm cord looks intact. They said they have already gotten a replacement rtm. Additional information was received. Pt rep and pt called and says they got the replacement rtm, but says its still not working. They said "this whole thing has been a waste of time" and was very upset. I had them try new rtm and they got no device found. They also said the day and time and is incorrect. I reviewed that they can only change day and time once the ins has charge in it. I had them start a prm session and they got 92 for the number and then got 98 for the number. They said they charged ins 2-3 days ago. Prm session did not allow pt to charge. Additional information was received from the patient representative (caller). It was reported that caller stated the pt received two components and the replacement equipment did not resolve the issue. Caller stated the controller did not work or could not find the device to read the battery strength unless the paddle was connected to the controller. Caller stated during the call that the paddle was connected at excellent and the implant was fully charged. Caller noted pt had an MRI on friday and the controller did not read. Caller also noted the charging quality was intermittent. Caller was escalated/frustrated and noted the device had been a royal pain and never worked well. Pss advised caller to reach out to pt's hcp to connect with a representative since at this point pt's external equipment had been replaced. No symptoms were reported.